Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes described as a rash with "blood scabs". The patient consulted his physician, who recommended to use a cream. Follow-up indicated that the rash was improving.